Event description:
It was reported that the ventilator failed the pre-use check and that the safety valve pull magnet make noise. There was no pt involved. (B)(4).

Manufacturer narrative:
Investigation of the returned expiratory channel printed circuit (pc) board has been completed. The expiratory channel pc board contains electronics which include microprocessor for handling control of the safety valve functions in the inspiratory section. Investigation of the expiratory channel pc board reproduced the reported problem. The pre-use check failed the internal leakage test, pressure transducer test and safety valve test due to the safety valve opening and closing continuously. Visual examination of the board found traces of humidity/water exposure around components for the control of the safety valve functions in the inspiration section. The conclusion of the investigation is that the problem occurred, due to a problem with humidity/water exposure on the pc board. This explains the reported pre-use check failure and the pull magnet noise. The root cause of the humidity/water exposure has not been determined. (B)(4).